Manufacturer narrative:
Evaluation: results: the complaint for inoperable ipg was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The autotest failed due to no output on channels 1-8, 10, 11, and 13-16. X-ray analysis revealed broken feed through wires on channels 1-8, 10, 11, and 13-16. Since several channels were broken, the header was bypassed in order to autotest the ipg. The ipg passed all tests on the autotester once ipg header was bypassed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was no longer receiving stimulation and the ipg ceased to work several months ago. The patient was unable to establish communication with the charger. The patient's ipg was removed. There is no plan to replace the ipg at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.